Event description:
Cutting balloon failure, cracked hub with balloon rupture, and air pressing into system causing narrow air lock, causing hypotension and a systolic event lasting approx 10 seconds. No intubation required, aggressive treatment with vasopressors and epinephrine, oxygen. Pt stabilized, procedure completed successfully. Ptca of rca for instant restenosis then transferred to ccu for close observation for 48 hours. Transferred to nursing unit and then discharged home with no negative effects from event.